Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced pain and discomfort at the sensor insertion site. At approximately 3:00 pm, her husband removed the sensor and observed that the sensor wire appeared to be broken, with a portion potentially retained in her arm. Following sensor removal, the patient visited a clinic, where an ultrasound was performed. According to the patient, the nurse confirmed the presence of a retained fragment measuring approximately 1.5 cm. The patient reported ongoing pain and discomfort and stated that she generally does not feel well. On (B)(6) 2026, the patient was evaluated by her surgeon. The surgeon determined that surgical intervention was not necessary and prescribed an oral antibiotic doxycycline 100 mg twice daily for 10 days. During follow-up, the patient stated that she has been taking the antibiotic as prescribed and is currently doing well. At the time of the report, the patient reported that her symptoms have improved and that she is feeling good with no current concerns. The surgeon advised that no routine follow-up appointment is needed and instructed her to contact the clinic if any new symptoms or problems arise. The patient did not undergo a surgical intervention due to the stuck wire. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.